Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the capture management had been turned on. It was further reported the ipg reached recommended replacement time (rrt) prematurely and indicated less ventricular pacing. A replacement procedure will be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device was turned off.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of device memory indicated capture management was turned off in the right ventricle.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and the battery longevity indicated 3-5 months. The physician requested reprogramming the lower rate and the battery longevity increased. The device remains in use. No patient complications have been reported as a result of this event.